Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed cable insulation is torn and wires are exposed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6)2023 rpl 378008 rtg0418924 (con): information was received from a patient (pt) regarding an external device. It was reported that the recharger antenna (rtm) cord near the rtm coil was pulled out and the rtm was hot to the touch when recharging the implanted neurostimulator (ins) battery since about a week ago. Pt noted they also saw an unknown "call medtronic" message when recharging the ins battery. Pt spoke to a manufacturer representative (rep) via phone today and notified them about the issues. A replacement rtm was sent out. Additional information received from the patient. It was reported that the patient was having difficulty plugging the recharger (rtm) cord into the controller the first time and now she can't get it to connect at all. Patient stated that there appears to be "an adaptor" stuck to it. Patient services (pss) verified with repair that the controller port actually came out of the controller and is stuck to the rtm plug. A new controller was requested.